Event description:
User reported that the pads would not stay adhered to the patient while being transferred.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alerts could not be cleared by operator.